Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Further evaluation revealed that the pet lock was separated, and the pull wire was retracted from the pusher assembly. This indicated that the ruby coil was detached as intended. Due to the returned condition, the ruby coil was unable to be functionally tested. Therefore, the root cause of the reported resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the thoracic aorta and subclavian artery using a ruby coil, non-penumbra microcatheter, and an angiographic catheter. It was noted that the patient¿s anatomy was moderately tortuous. During the procedure, while advancing the ruby coil through the mid-shaft of the microcatheter, the physician experienced resistance and the ruby coil became stuck within the microcatheter. Therefore, the microcatheter containing the ruby coil was removed. It was reported that the angiographic catheter was also removed. On the back table, upon removing the ruby coil from the microcatheter, the physician found that the ruby coil had unintentionally detached within the microcatheter. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.